Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3708140, serial# (B)(4), product type extension. Product ID 3708140, serial# (B)(4), product type extension. Product ID 3708140, serial# (B)(4), product type extension. (B)(4).

Event description:
It was reported that during a lead trialing procedure, the patient¿s leads were connected to extensions and high impedances were measured. It was noted the high impedances were observed with only one lead, so a second extension was connected to the lead and there were initially no issues. As a result, it was stated that the first extension had an ¿anomaly.¿ despite this, the replacement extension later exhibited high impedances when impedances were measured again. The extensions involved with the issue were ¿reconnected multiple times without resolve.¿ impedance testing performed directly with the patient¿s leads found no abnormalities. The patient¿s leads were eventually implanted with two extensions without a trialing period. It was noted that it could not be determined which of the three extensions involved with the event had an anomaly and that extensions (B)(4) were implanted and in use at the time of report, while extension (B)(4) had been discarded by the customer. It was noted that external factors that may have caused or contributed to the extension anomaly were that there was a possibility of extension malfunction, a lead connection failure, or the extension could have contained blood in it. There were no surgical interventions planned or performed; the patient was alive with no injury at the time of report. The patient¿s indication for device use was spinal cord injury. The issue was reportedly resolved at the time of report; no complications were reported or anticipated.